Manufacturer narrative:
The auto mode information provided with the initial report was not available. The correct information has been included with this report. (B)(4).

Event description:
The auto mode was active on the insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room service due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer's current blood glucose is 116 mg/dl. The customer did experienced the symptoms such as nausea. Troubleshooting was done for high blood glucose and under delivery. Customer was treated by intravenous fluid. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.